Event description:
Event description guidant received information that there was a concerns regarding this cardiac resynchronization therapy defibrillator's (crt-d) longevity. The device was explanted and returned for analysis. A new crt-d was implanted.